Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient began treatment with injection vancomycin (2gm, repeat after five days, duration and route not reported) and injection gentamicin (20 milligram for 21 days, frequency and route not reported) for peritonitis. Action with pd therapy was not reported. At the time of this report, the patient outcome was unknown. No additional information is available.